Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Event description:
During use of a 4fr jr4 diagnostic catheter it was reported that the catheter broke off inside a patient after torquing it and the physician was not able to get a guidewire through the catheter lumen. It was successfully snared from the patient without any incident or complication. Please note that multiple attempts to gather additional patient and procedural information have been made and have been unsuccessful.

Manufacturer narrative:
During the use of a 4fr jr4 diagnostic catheter, the catheter ¿broke off¿ in the patient after torqueing it and the physician was unable to pass a non-cordis guidewire through the catheter lumen. The separated portion was successfully snared without any incident or complication and the patient was discharged home the same day as the event. The procedure was unknown. The target lesion was the right coronary artery. A 4f non cordis sheath was used for access to the right femoral artery. Vessel characteristics were noted to be ¿normal.¿ there were no anomalies noted on inspection and flushing of the diagnostic catheter prior to insertion. The guidewire used in the procedure was not kinked or bent. The catheter did not kink or bend during advancement nor was excessive force used. Additional investigation reveals that the catheter ¿never got to the rca¿. A non-sterile unit of diagnostic cath f4 inf jr 4 100cm was received for analysis coiled inside a plastic bag. Per visual analysis, the catheter was received fractured/ separated in two pieces at 38.0 cm from hub. The received unit was also found kinked on the fractured/ separated distal section at 54.0 cm, at 55.0 cm, at 56.1 cm, at 57.2 cm and at 61.5 cm from tip. Twisting and elongation conditions were observed on both distal and proximal ends of the received fractured/ separated parts of unit. No other issues were found. The catheter od and ID were measured near to the fractured/ separated and kinked areas and results were found within specification. The obstruction in the catheter could not be confirmed since no functional test was possible to be performed due to the condition of the catheter as kinked and fractured/ separated upon receipt. The separation of the catheter was confirmed based on the condition of the catheters (fractured/ separated) upon receipt. However, the cause of the separation could not be conclusively determined during the analysis. The cause of the separation does not appear to be manufacturing related to the product since twisting and elongation conditions were observed on both distal and proximal ends of the received fractured/ separated parts of unit. As additional investigation the diagnostic catheters manufacturing process was reviewed and there were not tools, equipment or product handling that could cause kinks, body separations or other type of damages on the diagnostic catheters. Controls are in place to verify the catheters for kinks or body separation damages on the diagnostic catheters; the produced catheters are inspected 100 % before leaving the facility. Also, several inspections are performed through all the diagnostic catheters assembly process operations. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.the complaint reported by the customer as ¿diagnostic cardiology catheter- catheter (body/shaft) - obstructed-in patient¿ could not be confirmed since functional test could not be performed due to the condition of the catheter (kinked and fractured/ separated) upon receipt. The complaint reported by the customer as ¿diagnostic cardiology catheter- catheter (body/shaft) - separated-in patient¿ was confirmed based on the condition of the catheters (fractured/ separated) upon receipt. However, the cause of the separation could not be conclusively determined during the analysis. Twisting and elongations noted on both distal and proximal ends of the received catheter suggest that procedural factors and manipulation of the catheter during the procedure may have contributed to the event reported. Neither the DHR review nor the analysis results suggest that the reported complaints are related to the manufacturing process. Therefore no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information was received and noted that the patient was an (B)(6) year-old female. The product was properly inspected and prepped and no anomalies were noted. Access was made in the right femoral artery. A 4fr terumo sheath was used in the procedure. The characteristics of the vessel were described as normal. The brand of guidewire used in the procedure is unknown. The diagnostic catheter was not kinked or bent during advancement. The guidewire was not kinked or bent. There was no excessive force used to advance the catheter through the vessel. After the catheter snapped the physician had difficulty attempting to advance a guidewire through the catheter. Therefore the device was successfully snared. The patient was discharged home on the day of the procedure and is doing well. Please note that product was received on (B)(6) 2014 and was sent for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.